Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. The audio tones or beeps functioned properly. However, hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep error. Customer's blood glucose value was 296 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer¿s mother stated that the insulin pump occasionally vibrates. The customer¿s mother confirmed that the insulin pump alarmed alert for high blood glucose but it did not beep. Customer¿s mother did not hear beeps when audio volume settings were saved. The device will be returned for analysis.